Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he required medical assistance by the paramedics due to low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests. The programming was correct, but the time was not correct on the insulin pump.